Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that mini drawer 1-4 had been forcibly jammed beyond the normal closed position. A field service engineer (fse) manually opened the drawer and corrected the improperly oriented medication to allow for proper drawer (tray) use. The fse verified that all mini drawer emergency access levers were functional. The fse tested the operation using the hardware test application (hta) diagnostics and the application, with no issues noted. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the main 1.4 failed and was unable to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.